Event description:
It has been reported that the fiber laser was unable to pass through the scope. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The reported customer complaint of laser fiber obstruction within the working channel could not be replicated during evaluation. No evidence of a component defect or manufacturing-related issue was identified. A two-year review and trending of level 1/2/3 complaints showed no adverse trend, with an overall occurrence rate of 0.16%. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned on 07/29/2025 and will forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).